Event description:
It was reported that a pump experiences false occlusion alarms when an infusion begins. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation could not reproduce a false upstream occlusion alarm. Upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. The device also passed additional flow rate tests. Review of the device history log confirms that the pump alarmed for and upstream occlusion multiple times, however; during the last two infusion segments only one occurrence of a downstream occlusion alarm was observed.